Manufacturer narrative:
Corrected d1 reported event: an event regarding patient factors/ subsidence / infection involving a jts, distal femoral replacement, tibial stem was reported. The event for patient factors/ subsidence was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6)2014 and revised on (B)(6) 2017. The surgeon reported tibial physeal arrest caused the tip of stem to migrate into varus, and leg length discrepancy. The x-ray images provided shows that the medical side of tibial epiphyseal plate was sealed (stopped growing) which caused plateau deformity over time, and the tibial component was tilted to valgus as a result of losing medial support. There was no bilateral full leg image provided thus leg length discrepancy cannot be assessed. Therefore, the radiographic review can confirm the clinical report on tibial physeal arrest and reason for revision. Device history review: there have been one other events for the lot referenced. Sterile lot: uk34s11941316-1-1. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, post-operation images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented with tibial physeal arrest which has caused the tip of the stem to migrate into varus. Pain at the tip of the stem. Right side. Update 17/november/2022 wg: as reported: "...planned to revise...today, but couldn¿t because the patient's infected. He is going to treat the infection first, but eventually wants to revise his femur as well".

Event description:
Patient presented with tibial physeal arrest which has caused the tip of the stem to migrate into varus. Pain at the tip of the stem. Right side.

Manufacturer narrative:
Reported event: an event regarding patient factors/ subsidence involving a jts, distal femoral replacement, femoral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6)2014 and revised on (B)(6) 2017. The surgeon reported tibial physeal arrest caused the tip of stem to migrate into varus, and leg length discrepancy. The x-ray images provided shows that the medial side of tibial epiphyseal plate was sealed (stopped growing) which caused plateau deformity over time, and the tibial component was tilted to valgus as a result of losing medial support. There was no bilateral full leg image provided thus leg length discrepancy cannot be assessed. Therefore, the radiographic review can confirm the clinical report on tibial physeal arrest and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, post-operation images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented with tibial physeal arrest which has caused the tip of the stem to migrate into varus. Pain at the tip of the stem. Right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.